Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
In 2008, the lay user/patient's daughter contacted lifescan (lfs) alleging that the patient's one touch ultra2 meter was reading inaccurately high. The complaint was classified based on the conversation the customer care advocate (cca) had with the patient. The patient's daughter reported that at approximately 9:25 am the same day, the patient obtained a blood glucose reading of "126 mg/dl" with the subject meter. The reporter stated that she gave the patient orange juice to drink and 20 minutes later, administered her usual dose of 25 units of 70/30 humulin insulin. At 2 1/2 hours later, the reporter claimed that the patient developed symptoms of shakiness, blurred vision, and felt like passing out. At the time of the symptoms, the patient was tested with the subject meter and obtained a reading of "55 mg/dl" and the reporter then treated the patient with orange juice and "glucose". At approximately 12:30 pm that same day, the ems arrived and tested the patient's blood glucose (result unknown). The patients daughter reported by the time the ems arrived the patient's blood glucose was back up. At the time of troubleshooting, the cca confirmed that the sample was being applied correctly to the test strip and that the puncture area was being cleaned properly. The cca walked the reporter through a control solution test and it fell within specified test strip range. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.